Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision and diplopia. The lens was exchanged for another lens 15 days following the initial procedure. Clinical reason for explant was mentioned as persistent suboptimal bcva. Additional information has been received that as per surgeon opinion the product did not cause the event. The symptoms were continuing.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).